Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was over 1000 mg/dl at the time of the most recent event. The customer stated that she has observed the cannula of the infusion set being bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.